Event description:
Customer reporting possible false negative flu results on a symptomatic family. No conflicting test results occurred and no confirmation testing has been performed, customer just feels they should be positive due to symptoms. Report 5 of 5.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: email.